Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. It was noted that atrial lead exhibited noise and high impedance. The lead was capped on (B)(6) 2021. The patient was stable.